Manufacturer narrative:
Additional narrative: product development investigation has been completed. The complained device was received in disassembled condition. All 3 components were received. We could assemble the parts to the complete implant without any problems. Functional test after assembling shows that the device is in faultless condition and passed the test successfully. The blade could be locked and unlocked as intended. We could not reproduce the reported problem. No product related issue could be identified. We are not able to identify the root cause for the reported problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Other number¿UDI: (B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Initial reporting facility street address and phone number are not available for reporting. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 1, 2016. Expiration date: aug 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgery to treat subtrochanteric femur fractures with a proximal femoral nail antirotation (pfna) system on (B)(6) 2017, the blade could not be locked and the inserter came off. The patient is a (B)(6) year old man with reportedly good bone substance. The surgeon reamed the femoral head and inserted the pfna blade but it could not be locked and the inserter came off. The inserter did not break or fall apart. The surgeon extracted and replaced the 90mm blade with an 85mm blade this blade locked successfully. The surgery was prolonged approximately five (5) minutes due to the reported event. Concomitant reported parts: one (1)x reamer (part and lot unknown). One (1)x pfna nail (part and lot number unknown). This report is 1 of 1 for (B)(4).